Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A journal article was received and reviewed by a health care professional. The review identified that the 4-year post-op x-ray were normal and the 4-years 8 months post-op presented to the ed following a fall while working dislocation of right hip. Following closed reduction, patient able to walk but complained of pain. 3-months post dislocation x-ray show "nonconcentric incomplete reduction". Revision surgery 4-months post dislocation noted: acetabular cup was explanted to increase cup anteversion, ¿lack of sufficient cup anteversion may have contributed to dislocation¿. Intraoperative stability confirmed, rom >90 of flexion. No further dislocations at 2-months post-op. It can be hypothesized that the fall of the patient triggered the sequence of events that lead to the revision. However, based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that initial right total hip arthroplasty was completed on an unknown date. Subsequently, 4-years 8-months post initial surgery the patient went to the ed due to a fall at work and right hip dislocation. Imaging 3-months post dislocation showed nonconcentric incomplete reduction resulting in right hip revision. During the revision the cup and stem were noted to be well fixed, the liner was fractured. The head, liner, and cup were explanted without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown elevated rim blended vepe liner 32mm, lot # unknown. Item # unknown, unknown 50mm continuum cementless cup, lot # unknown. Item # unknown, unknown cemented cmk original concept stem 102, lot # unknown. G2: report source japan. Report source: "literature: hiromasa tanino, ryo mitsutake, hiroshi ito. (2024) interposition of the fracture fragment of a vitamin e-blended, highly crosslinked polyethylene liner after total hip arthroplasty: a case report. Pages 1 -4. Https://doi.org/10.1002/ccr3.9561." The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.